Event description:
It was reported that the device powered on and off while in use. There was no confirmation that the reported failure occurred during patient use. There was no further information on the patient or event provided.

Manufacturer narrative:
(B)(4). The distributor notified physio-control that the device has been repaired and returned to the customer for use. The distributor has not provided any information regarding the repair of the device. The cause of the reported failure could not be determined.

Manufacturer narrative:
The distributor contacted physio-control to advise that the reported issue was incorrect. This device has never had a failure with the device and was reported to physio-control incorrectly. The customer currently has this device in service with no issues.